Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon contacted a technical support engineer (tse) and reported that a non-recoverable fault occurred on system sk6947. Before contacting technical support, the surgeon attempted three system shutdowns, but the fault persisted. Upon review of the live error logs, the tse identified a power distribution fault in the vision side cart (vsc). The surgeon was guided to perform an additional power down, ensuring the circuit breaker of the vsc was cycled and that the mains breaker and cable were correct. Despite the system restart, the error remained. The surgeon was then instructed to ensure endoscopic vision to safely ungrasp and remove all instruments from the patient, which was done successfully. As the site only had a single da vinci system, the procedure was converted to laparoscopy for completion. The da vinci system was declared down, requiring field service engineer (fse) intervention. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. No port incisions were increased and no additional ports were placed. The patient tolerated the change and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and conducted electrical and mechanical adjustments and replaced redundant power tray assembly (rpta). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the rpta for failure analysis investigation. The unit was analyzed, and the reported complaint could not be replicated. However, when reviewing the logs, there were error codes 86 onsite which means: an out-of-range voltage value was read from a power distribution board (ipd/gpd). Upon visual inspection, the top part of the housing for the fans has rust and corrosion. Installed the power tray in the xi test system. Powered on the system showing the non-recoverable fault error 86. Failure analysis concluded that the ipd board was the root cause of the issue.